Manufacturer narrative:
The sample was collected in greiner vacuette serum tube and was centrifugated at 3000g for 10 minutes at 20 degrees celsius. Per customer, the sample appeared clear. Although, the sample appeared clear, customer was not satisfied with the quality of separation they are getting from the greiner tubes. Qc and system check data were not supplied by customer. A bci applications specialist assessed system performance and found no instrument issue. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non-reproducible erroneous positive accutnl result generated by the unicel dxc 600i synchron access clinical system. The result was not reported out of the laboratory. The initial sample and a subsequent sample were repeated and run on the same instrument. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.